Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical pump error this morning during basal delivery. Customer's blood glucose level was 12.3 mmol/l. Customer will be sent a replacement pump.

Manufacturer narrative:
The pump error 35 was noted in the pump history and critical pump error was noted on the pump due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to a critical pump error. The pump was received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, keypad overlay texture damage, a cracked case on the corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratches on the lcd window.